Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the initial implant, before lead placement, the helix of the patient's ventricular lead was unable to retract. The lead was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Analysis was normal. No anomalies were found. The cause of the reported event was due to dried blood/tissue.